Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment of a zone 4 thoracic aortic aneurysm using gore® tag® thoracic branch endoprostheses (tbe) and a conformable gore® tag®thoracic endoprosthesis. It was reported that the gore® tag® thoracic branch endoprosthesis (tac084015e/ (B)(6) was implanted as per gore® instructions for use (IFU). Reportedly, on (B)(6) 2024, an endoleak was determined. On review of the images and discussion with the gore product specialist, it was potentially identified as a proximal type I endoleak. According to the physician, the cause of a proximal type I endoleak was potentially due to calcium around the proximal origin of the left subclavian artery (lsa). It was mentioned that the aneurysm size changed, however, no specific numbers given. The patient was stable and tolerated the procedure. On (B)(6) 2024, it was reported by the gore field sales associate that the physician planned to do the additional procedure on (B)(6) 2024 to fix the endoleak. The procedure was successfully completed using the trilobe balloon. No endoleak was seen on completion run. The patient is doing well. Images were provided for analysis.

Manufacturer narrative:
H6. Code c21: a review of manufacturing records is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Images were sent to gore for analysis. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: the event description was updated. B6: imaging evaluation was added. H6. Code c19: a review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the physician, the cause of a proximal type I endoleak was potentially due to calcium around the proximal origin of the left subclavian artery (lsa). According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion, endoleak and reoperation. Additionally, the IFU states: the gore® tag® thoracic branch endoprosthesis is indicated for endovascular repair of lesions of the descending thoracic aorta, while maintaining flow into the left subclavian artery, in patients who have an adequate anatomy: proximal landing zone cannot be aneurysmal, dissected, heavily calcified, or heavily thrombosed. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the lesion include significant thrombus and/or calcium at the arterial implantation sites. Also, the IFU states: intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aortas and endoleaks. An increase in aortic size, persistent endoleak may lead to aortic rupture.

Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment of a zone 4 thoracic aortic aneurysm using gore® tag® thoracic branch endoprostheses (tbe) and a conformable gore® tag®thoracic endoprosthesis. It was reported that the gore® tag® thoracic branch endoprosthesis (tac084015e/ (B)(6)) was implanted as per gore® instructions for use (IFU). Reportedly, on (B)(6) 2024, an endoleak was determined. On review of the images and discussion with the gore product specialist, it was potentially identified as a proximal type I endoleak. According to the physician, the cause of a proximal type I endoleak was potentially due to calcium around the proximal origin of the left subclavian artery (lsa). It was mentioned that the aneurysm size changed, however, no specific numbers given. The patient was stable and tolerated the procedure. On (B)(6) 2024, the patient underwent the additional procedure to fix the endoleak using a gore® tri-lobe balloon catheter. The procedure was successfully completed. No endoleak was seen on completion run. The patient tolerated the procedure.